Event description:
Patient with history of hypertension, coronary artery disease post coronary artery bypass graft surgery x 5, and recent left pleural effusion was admitted for an ultrasound guided left thoracentesis. During the preparation, it was observed that the needle for this catheter was longer than it was supposed to be. The product manufacturer is mermaid medical and it was a 5fx7cm m-drain centesis catheter. This device was never used in the patient. Please note that this is the 4th needle (3rd report) that the needle size was incorrectly packaged.